Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an in-clinic prp left heel injection a quantity three abs-10012 acp kit series ii (lot: 925697165 x 1 and lot: 909492367 x 2) malfunctioned. The first syringe cracked and blood leaked outside of the syringe. The blood leaked onto the syringe, and some also leaked onto the floor and on the ma's hand as well as the patient. The facility reported the ma was wearing gloves, and all surfaces were cleaned appropriately. The facility reporter stated they have the latest user manual for proper cleaning of blood spills. A second abs-10012 was opened and right upon opening the syringe fell apart completely, prior to being used. A third abs-10012 was opened. The ma administered the needle, and while trying to take the blood up, the blood only came up the butterfly line and would not go up the syringe. The injection was not completed and the patient will be rescheduled.